Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping noted. Insulin pump had a minor scratch on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported she is having issue with the insulin pump. She stated that when she pressed the button on the device to enter her blood glucose, the number started ramping on the own. Only way she was able to stop the number from moving was by taking out the battery. Customer is not wearing the device at the time of the call. Customer's blood glucose was 62 mg/dl. Customer reported she was sweating and that is the only moisture the device was exposed to, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.